Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician in training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment and removal of the device from the anatomy, hemostasis was not achieved. Manual compression was applied to achieve hemostasis. After the procedure, the device was inspected and it was observed that the clip was on the distal end of the device. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was fully clip-deployed with all components in appropriate post clip-deployment position. The returned device was fully inspected and no abnormal observations were detected that could contribute to the reported product experience. The locator wings were fully collapsed, the sheath was normally slit, and the delivery tubeset was normal for a fully clip-deployed device. Based on the investigation, the device performed according to specifications and a cause related to the device could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.